Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal infections, headaches, nasal congestion and asthmatic behavior while using the device. Patient also alleged the nasal pillow, humidifier, and heated tube turned dark brown with soot. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.